Event description:
It was reported that during a follow up, noise resulting in oversensing was noted on the right atrial (ra) lead. Provocative testing was performed and the noise was able to be reproduced. Diagnostic imaging was performed and no anomalies were observed. Abbott technical support was contacted and the ra lead was explanted and replaced to resolve the event. The patient was in stable condition.